Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold resulting in loss of capture. Despite multiple repositioning attempts, the issue persisted. The rv lead was not used and replaced on (B)(6) 2026. There were no patient consequences.